Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on a dimension xpand plus without hm instrument on two patient samples. The discordant results were not released to the physician(s). The samples were repeated on the same instrument, resulting as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na and cl results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.